Manufacturer narrative:
Investigation is still pending.

Event description:
As reported by the patient, approximately 3 months post transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, a paravalvular leak (pvl) was reported on a 6-month echo report. The hospital has plans to repair the paravalvular leak with a amplatzer vascular plug.

Event description:
As reported by the patient, approximately 3 months post transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve paravalvular leak (pvl) was reported during an echo report. The hospital has plans to repair the paravalvular leak with an amplatzer vascular plug.

Manufacturer narrative:
Corrected verbiage to correct a typo in b.5. Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU and training manual were reviewed. The physician is warned that incorrect sizing of the thv may lead to paravalvular leak, migration, embolization, and/or annular rupture. Paravalvular or transvalvular leak are both potential risks associated with the use of the valve, delivery system, and/or accessories. Post thv deployment, assess the thv post-deployment using fluoroscopy. Target final valve position after thv deployment at 80/20 to 90/10 (aortic/ventricular). Anatomy (stj, calcification, coronaries, etc.), % area sizing, thv size and foreshortening/inflation volume should also be considered when initially positioning the thv. Waiting 5 to 10 minutes may help in assessing final pvl. Prior to patient discharge assess the thv post deployment. Evaluate aortic regurgitation in multiple echocardiographic views: e.g. Long axis, short axis, deep gastric (tee) and apical views (tte). Pvl assessment: check below the level of the thv to ensure jets reach the lv and are not trapped by the outer skirt. Small paravalvular regurgitant jets are common. They are hemodynamically insignificant and may resolve within minutes to hours. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The paravalvular leak was unable to be confirmed as no applicable imagery or medical report was provided for evaluation. A review of DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported by the patient, ''the hospital has decided to repair the paravalvular leak in the next few weeks with an amplatzer plug. The most recent echo showed the edwards valve was working just fine; it seemed that the leak at 4 o'clock was caused by a calcium spec still there.'' In this case, there was no allegation or indication of a product malfunction contributing to this adverse event. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. In this case, it is likely that the presence of calcification in the patient's annulus contributed to creating irregular contact between the annulus and thv, such that it could lead to pvl. Available information suggests that patient factors (calcification) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.